Event description:
Tenderness and bruising was found on the left shoulder. X-rays were taken and a fracture of the humerus head non-displaced was found. Interviewing direct staff: cna's, rn's lpn's, physical therapist, occupational therapist, the use of the chorus lift along with a diagnosis of osteoporosis contributed to the fracture. No single event has been identified.